Event description:
Don't know if I did file a report way back but I'm going to again. I had lasik surgery in (B)(6) 2002. Worst decision of my life. It left me with so many problems and had to file for disability. I had to have all my punctual plugs cauterized due to debilitating dry eye, halos, starbursts, light sensitivity. Cannot do anything that requires longterm vision use such as reading, putting a puzzle together. Have spent lots of money on treatments to no avail - ipl, lipiflow, just about every drop there is. Tried autologous serum drops, restasis, new nasal spray that came out. I had a vitrectomy because after lasik, it left me with so many floaters, I could barely see. I have to wear moisture chambers glasses inside and out as air bothers my eyes. I have trouble going anywhere with large fans (restaurants. Etc.). I usually go to bed early as by end of day, eyes are so sore and painful. I'm going to try a drop called regenereyes but it's so expensive, don't know how long I can afford to use it but will sacrifice other things I need if it helps. The discomfort, dryness, pain and other issues since surgery have been devastating. Also, I can't take a lot of medications due to making my eyes dry (pain meds, antidepressants, cold meds) and have to control amount of sugar and alcoholic beverages that I ingest. Think this surgery should be banned as I know that it has ruined many lives, some even committing suicide. Regret my decision everyday. Quality of life has been forever changed. Numerous eye exams to evaluate dry eye and help control symptoms. FDA safety report ID# (B)(4).